Event description:
It was reported through remote transmission that the device longevity was significantly decreasing within a span of 6 months and a decrease in battery voltage were observed. The patient was asymptomatic. The device was planned to be explanted when it reaches eri.

Manufacturer narrative:
.